Event description:
Procedure: no information available. Patient gender: no information available. Reportedly, at the beginning of the procedure, the pencil was draped over the patient and the patient was burned in a small area somewhere below the waist. Reporter did not have information on the severity of the burn.